Event description:
Customer alleges due to prior service, replacement seat allegedly is too large causing her difficulty going through doorways. Brightree order #(B)(4). Minor injury alleged.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model m71, serial number/date code (B)(4) is approximately 9 years old. The owner's manual part number 1141449 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a female, 5' 8" who weighs (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer called stating that her m71 power chair previously had the seat replaced and the replacement is wider and more difficult to go through her doorways. She allegedly scrapes her arm rests and her arm. The entire arm rest has allegedly come off her chair while going through a doorway. The dealer is ordering parts and will be repairing her power chair soon. Minor injury alleged. No medical intervention alleged.